Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to a lead fracture. This lead was returned for an analysis and it was stated to have steadily rising impedances and peaked at greater than 3000 ohms.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 45 cm proximal to the lead tip. Only the distal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection demonstrated multiple signs of wear indicating mechanical stress in the implanted state. However a thorough analysis of the available lead fragment did not show any deviations which might have contributed to the reported rise of the pacing impedance. In particular the electrical analysis did not reveal any conductor fractures. As the proximal lead fragment was not available, no further root cause analysis regarding the out of range pacing impedance was feasible. Thus the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.